Event description:
A nurse reported that the unit was having "intermittent/erraction" during a vitreoretinal operation. The procedure was completed with the same unit, with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and noted a system message (sm) [ballast failure - illuminator functions will be disabled]. The company rep replaced the table top illuminator. He also calibrated the touchscreen, performed exposure time calibration on the laser module, and replaced the batteries in the remote control. The system was then tested and met product specifications. The replaced illuminator was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).